Event description:
The customer reported that the insulin pump alert was setting louder and the paramedics came because the alarm did not go off. Call back the customer and he stated that the paramedics assisted him. The blood glucose reading at the time was on the 20's, but he refused to be transported to the hospital. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Audio tone functioned properly during the selftest and no audio anomaly noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.